Event description:
Patient reported he has two systems implanted, but the lead wires are broken. He also responded that his ability to perform activities in his daily life has somewhat improved since receiving the implant and he is very satisfied with the therapy. He still takes oral medication to manage breakthrough pain daily. Additional information has been requested from the healthcare provider, but was not available at the time of this report.